Event description:
It was reported that one day post implant the patient was feeling dizzy and it was noted that right atrial (ra) lead and the right ventricular (rv) lead dislodged. It was also noted that the ra lead was not capturing. Both the ra and the rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.